Event description:
The consumer was using the unit when the back left leg allegedly bent, causing the consumer to fall. No serious injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown.

Event description:
The consumer was using the unit when the back left leg allegedly bent, causing the consumer to fall. No serious injury is alleged.

Manufacturer narrative:
(B)(4) - initial, (B)(4) issued uf/importer report (B)(4). The shower chair, model 9681p was returned for an evaluation. Product was approximately 2 years old at the time of the incident. Maintenance history is unknown. Hardware was loose and the snap buttons were corroded and did not depress. Incident is due to a lack of maintenance. The remaining damage to the chair is most likely due to the fall. This model of shower chair has since been discontinued. The consumer received a newer model, #9781, as a replacement. The manufacturer of this device is unknown.